Event description:
It was reported that the pump had a primary audible alarm bgnd (background). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. It was cracked on the right plunger case. Event history log (ehl) showed primary audible alarm bgnd (background) test error. An occlusion test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined; no physical or any other damage was found on speaker or interconnect board. Actions were taken to mitigate the reported issues: replaced speaker for preventive measure, performed preventive maintenance, and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.